Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump wad fell and then keeps beeping and showed nothing on the screen then they remove the battery and the screen showed a bit with stuck button message then screen went blank. Customer's blood glucose level was 95 mg/dl. Customer also stated that the insulin pump had keypad anomaly and had pump error trace pointers are invalid. It was also reported that the all buttons were unresponsive and customer was unable to clear alarm. Customer stated pressing menu button did not take them to the menu screen, using the up arrow did not allow them to navigate screens and button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad and isolated to the device casing or keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Pump error 68 unknown.